Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. There were reportedly no device-related issues and the device operated as intended. No autopsy was performed. (B)(6) was not explanted for evaluation. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right heart failure. The patient had a steady downward trend in right heart function. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.